Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had chronically high rv thresholds.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implanted: (b)(64) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.